Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic surgery the device had metal abrasion. The surgeon was able to wash out all the fragments and finished the surgery successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.